Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he dropped the insulin pump, and the drive support cap was now loose. Customer stated that the drive support cap was coming out during bolus. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the insulin pump would be replaced but did not return his device for analysis.